Event description:
It was reported to vyaire medical that when the vela ventilator is turned on it goes vent inop (inoperable) and displays the errors dac, adc, transducer fault, and motor fault. The light on the motor board turns red and stays red. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was informed that one of the most common problems with the motor board is that the light does not turn on at all. The customer was then advised to check the transducer since the transducer fault is listed, the customer will test the transducers and call back if needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.